Event description:
The patient's previous stimulator and extensions were replaced; the existing lead was not replaced. The health care professional (hcp) wanted an impedance check before closing the patient. When performed from the implantable neurostimulator (ins), impedances were all >10,000 ohms. All connections were undone and then redone. Another check was performed with the ins in the pocket, all were still >10,000 ohms. The lead impedance was then checked using a snap lid cable and an external neurostimulator. Again, all results were >10,000 ohms; they did not increase the default to check to see if the impedances were >40,000 ohms. The new ins and extensions were all connected to the lead and left in; the patient was sent to recovery. Nine days later, only electrodes 10 and 11 were reading >40,000 ohms, but the rest were very high at 39,000 ohms. The patient did feel some stimulation on electrodes 10 and 11. The patient was scheduled to see a neurosurgeon to have the old lead replaced with a new one. Additional information has been requested, a follow-up report will be sent if additional information becomes available.